Event description:
It was reported that during an unk procedure, the surgeon mentioned that the ligaclip was not completely closing over the vessel. No pt consequences were reported.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.